Event description:
A pump malfunction was reported by the caller, but no notable events occurred before the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.